Manufacturer narrative:
Missing screw jack on nurse call port.

Event description:
It was reported by service report that the nurse call was not working. No patient involvement or adverse consequences are reported.